Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided for review. The video shows a glidepath catheter implanted in a patient. Blood was noted to be leaking from the blue luer near the bifurcation area. Therefore, the investigation is confirmed for the reported fluid leak. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and two days post a dialysis catheter placement via the right internal jugular vein, the catheter allegedly had an external leakage at the hub part. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and two days post a dialysis catheter placement via the right internal jugular vein, the catheter allegedly had an external leakage at the hub part. Reportedly, the catheter was replaced. There was no reported patient injury.